Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue is due to an isolation card failure. Verifying data from label, ctu in calibration, discussed this was indicative of an isolation card failure. Biomed stated would order and replace the circuit card locally. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The device history record review was not required as event was not an out of box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed who was trying to calibrate this arctic sun device was repeated getting error 99 (non-recoverable system error) in arctic sun device. Verifying data from label, ctu in calibration, discussed this was indicative of an isolation card failure. Biomed stated would order and replace the circuit card locally.

Event description:
It was reported that the biomed who was trying to calibrate this arctic sun device was repeated getting error 99 (non-recoverable system error) in arctic sun device. Verifying data from label, ctu in calibration, discussed this was indicative of an isolation card failure. Biomed stated would order and replace the circuit card locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.